Manufacturer narrative:
Tube sheared off. Eval summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received with the collagen plug, which denotes that the marker clip was not deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy, as they were trying to deploy the marker, they noticed that the clip did not deploy. They placed another marker and as they were applying pressure, they noted that part of the collagen was coming out of the biopsy cavity. The physician attempted to use forceps to put the collagen back in the site but was unsuccessful. They took post biopsy films and there was no marker in the site.